Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the spring detached from the outer ring of the inserter prior to insertion on (B)(6) 2026 while removing the adhesive backing. No further information available.